Event description:
Caller reported a malfunction on a pump. Blood glucose level was not adversely impacted as a result of this issue, and it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, which resolved the malfunction.